Manufacturer narrative:
Device has not been returned to date. Device evaluation: a picture was submitted for investigation. Review of the provided picture showed a tear inside the eyelet. This type of defect is usually the result of the use of a trach holder that contains velcro. Without the benefit of sample, the claim of a manufacturing defect could not be confirmed. Visual and functional testing could not be performed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that ¿the patient's nurse wanted to change his cannula with the one sent recently. She realized that the new one was defective. The attachments of the cannula are torn apart. The nurse put the cannula aside and warned us. A shipment of a new canula was organized with the store¿. The event occurred at the patient¿s home. There was patient involvement, without consequences but which caused or could have compromised the patient¿s safety.